Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of the complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, h2 and h6. This supplemental report is being submitted to correct the previously reported event of a false positive result. Further review of the customer's inquiry determined that there was no allegation of a product malfunction or false positive result.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported (unconfirmed) false positive result with the ID now covid-19 assay performed on (b)(6 2021. Repeating testing was performed on the same day using the " lump" method and generated negative results. No additional patient information, including treatment and outcome, was provided.